Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. No additional information is available regarding reason for explant. It is unknown if the device is available for return and evaluation.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the explant was due to endocarditis and perivalvular leak. The health-care provider also added that the explant was patient related and not related to any device malfunction or quality deficiency. No other details reported. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the subject device was not returned; therefore, the subject device cannot be assessed for any deficiency. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 31mm mitral valve was explanted after an implant duration of approximately 1 month. The reason for explant is unknown. The explanted device was replaced with a model 7300tfx 33mm mitral valve. No additional information was provided.